Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknow was captured in section a1, and no information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product details, therefore, no information was captured in section d4 (model # and serial #), and device manufacture date (h4) could not be determined.

Event description:
A customer from united kingdom (UK) reported that the contour next one meter received from amazon was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer returned the meter back to amazon, therefore, the device is not expected to be returned for evaluation.